Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the correction factor settings needed adjustment. The basal iq feature was turned on and bg level rose to target range. Recommendation was made to consult with healthcare provider regarding diabetes management.